Event description:
During preparation for a greenfield vena cava filter placement procedure, the filter of the 12f otw greenfield vena cava filter was found prematurely deployed in the protective capsule. The device had no contact with the patient.